Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, dso bubbled. Uso seal torn. Battery door cracked. Lcd lens scratches. The complaint was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal was peeling off and needed to be upgraded to software version 1.6. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.